Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced the sample pump panel, reagent probe 1 panel, and sample handler assembly. The cse discovered an issue with cuvette formation. The cse replaced 5 missing shims and adjusted the height of the cuvette form arm. The cause of the discordant, falsely elevated tni results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated cardiac troponin I (tni) results were obtained on one patient sample on a dimension exl with lm instrument. The discordant results were not reported to the physician(s). The sample was repeated three times on the same instrument, resulting higher on the first repeat and lower on two subsequent repeats. The sample was then repeated on an alternate instrument, matching the lower results obtained on the original instrument. The corrected result obtained on the alternate instrument was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni results.